Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic bariatric revision procedure, mesh adhesions on bowel were found from ventral hernia repair and sleeve gastrectomy performed in 2019. The patient was required 20-30 mins of adhesiolysis. Adhesions on inferior edge of mesh were dissected. Bowel was removed from mesh and some parts of mesh cut away. Tissue damage and tissue loss were noted. The surgical time was also extended for 30 minutes or more and patient hospitalization was extended as well.